Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) due to the patient experiencing a ventricular tachycardia (vt) storm. The delivered atp accelerated the patient rhythm from a vt to ventricular fibrillation (vf). A shock was delivered in which the rhythm successfully converted. This device remains in service. No additional adverse patient effects were reported.